Event description:
Additional information was received that there was no delay in the surgical procedure.

Manufacturer narrative:
Per data log review: there were multiple alert uncoupled/coupled messages. The messages cleared within the same time frame, likely caused by the sensor not fully seated against the reservoir.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Visual, electrical and mechanical testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) level button was on, but the icon would not illuminate or work consistently. There was no blood loss nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.